Event description:
Information received by medtronic indicated that there was a pump error 38 and keypad anomaly. Troubleshooting was performed and the customer stated that numbers are ramping and the scroll bar is moving up or down with no input from the user. The product was expected to be returned. No harm requiring medical intervention was required. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring= black. Customer returned pump for alleged keypad unresponsiveness/stuck key alarm and pump error 38 and was found on 25 may 2022. Unit was able to pass the self-test. Unit was unable to perform the displacement, prime/seating, basic occlusion test, force sensor test, occlusion due to pump error 38. Unit was unable to perform rewind due to pump error 38 occurring during testing. Unit passed the keypad voltage test. Keypad was responsive during testing. No stuck key alarm noted during testing. P-cap was inserted and lock into place properly. Unit was successfully downloaded using thus for history files and trace files. No stuck key alarms were noted on event date, however, pump error 38 occurred on 05/25/2022 02:12 pm in history files. Pump was cut open to perform a visual inspection and found gearbox jammed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, gearbox jammed. Keypad unresponsiveness/stuck key alarm is not confirmed. Pump error 38 is confirmed due to gearbox jammed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6and h10 section.